Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds. Programming changes were made. The patient's condition is unknown.

Manufacturer narrative:
Voluntary medwatch # mw5119403.